Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
There was no patient involved. Device switches on automatically.

Event description:
There was no patient involved. Device switches on automatically.

Manufacturer narrative:
The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2009. Multiple manual power ups of ten minutes duration were observed in the device memory between the (B)(6) 2016 and the (B)(6) 2016. Multiple manual power ups of a random nature and ten-minute duration would suggest the device was switching itself on. Experience has shown that it is reasonable to conclude that these symptoms may be attributed to a membrane failure.